Manufacturer narrative:
The device was returned with a shell failure and dark yellowing of the gel. The cross section of the failure was analyzed using optical microscopy; no distinguishing features were observed. The cause of shell failure is local stress of unknown origin. Not enough intact shell for break testing.

Event description:
Suspected symptomatic rupture right side.